Manufacturer narrative:
This report is submitted on november 23, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the physician, the patient developed a localized reaction at the implant site and was subsequently treated with antibiotics (date not reported). The implanted device remains insitu.